Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to operator error during the final inspection and final packaging steps of the manufacturing process for this lens. There is no indication that suggests a deficiency in the manufacturing process or a trend of process errors. Operators who performed these steps of the associated lot have been retrained and made aware of this occurrence. Further investigation or action is not required at this time. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -07.00 diopter, was broken when removed from the vial. It appeared the corner of the haptic was caught between the lid and vial when vial was opened. Part of the haptic was torn off when removed from vial. The surgeon implanted the lens in the patients left eye (os), with no patient injury and the lens remains implanted. The reporter indicated the cause of the event was unknown.